Manufacturer narrative:
The ge healthcare service representative replaced the suction overflow safety trap to resolve the reported issue. No report of patient involvement. Unique identifier: (B)(4).

Event description:
The ge healthcare service representative found the suction overflow safety trap was not working preventing the use of suction. There was no report of patient involvement.